Event description:
It was reported that a user newly started on an ilet pump experienced hyperglycemia with cgm readings up to 360 mg/dl and a confirmatory fingerstick of 379 mg/dl for about three hours after a set and start, despite no recent illness, medication changes, or exercise, and after eating pizza with an on-time meal announcement; troubleshooting included tubing testing with observed drops, site relocation on the abdomen, cartridge and connector inspection, and a replacement infusion set, after which glucose trended down to 282 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or an affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.